Event description:
This is spontaneous case report by a nurse from (B)(6) of fungal peritonitis with culture positive for (B)(6) in a patient (age and gender not reported), coincident with dianeal pd4 ultrabag therapy. On (B)(6) 2005, the patient began dianeal pd4 ultrabag therapy (dose, frequency and lot number were not reported), intraperitoneally (ip) for continuous ambulatory peritoneal dialysis (capd). On an unknown date, the patient experienced peritonitis. It was not reported if the patient received remedial treatment. It was not reported if dianeal therapy was ongoing. On an unreported date, the peritonitis resolved. Concomitant medication was unknown. The nurse stated that the peritonitis was not related to dianeal therapy.

Manufacturer narrative:
(B)(4). The devices involved in the incident were unknown. As the date of onset of this peritonitis episode is unknown and patients discard supplies after each therapy, the sample was not requested. A 510k number will not be provided in the MDR as the product code and lot number are unknown. Since the lot number is unknown, no batch review will be performed. Baxter has received similar reports for the reported problem. The root cause investigation is in progress. The root cause is undetermined.